Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-05738. It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, the patient was treated with deployment of two taxus element stents in the mid left anterior descending coronary artery (lad) resulting in 0% residual stenosis and timi-3 flow. She was discharged 2 days later on aspirin and clopidogrel. (B)(6) 2011: the patient was hospitalized due to recurrent chest pain. Cardiac catheterization revealed restenosis of the lad and a de novo lesion in the ostium of the lad. This was treated with repeat percutaneous coronary intervention. The patient was discharged 3 days after admit. Of note, she refused to accept study medication at discharge. The event is considered resolved. It is the opinion of the physician that this event is not related to the study device.

Event description:
It was further reported that the two taxus element stents deployed in the left anterior descending coronary artery in (B)(6) 2010 were sizes; 3.00x32mm and 3.00x28mm. In (B)(6) 2011, the lad was treated for restenosis with the deployment of a 3.50x24mm promus stent in the proximal lad and a 2.75x28mm promus stent in the mid lad, resulting in 0% residual stenosis and timi 3 flow. Two days later, an electrocardiograph was performed revealing small mitral regurgitation, good left ventricle systolic function and an ejection fraction of 53%. The patient was discharged later that same day with the recommendation of drug continuation with modifications; ramipril dose was reduced and isosorbide treatment was concluded. In (B)(6) 2011, the patient returned to the hospital due to recurrent angina. The patient was in good general condition upon admission. Coronary angiography revealed a sustained outcome of the angioplasty of the right coronary artery from (B)(6) 2010, a 70% de novo stenosis in the ostium of the lad, and restenosis in the drug eluting stent implanted in the lad branch in (B)(6) 2010. As a result coronary angioplasty of both lesions in the lad was performed with deployment of 2 promus stents. The procedure itself and peri-procedural period were free of complications. An echocardiograph revealed normal diameter of the heart chambers, lack of signs of significant valvular defect, and segmental contractility disorders impairing global systolic function of the left ventricle with an ejection fraction 53%. The patient did not refuse to take study drug but refused to bring back the drug that was left at time of procedure.

Manufacturer narrative:
(B)(4).